Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's leads had migrated and lost effective coverage. The issue was confirmed via x-rays. The patient underwent surgical intervention where the leads were explanted and replaced with a paddle lead and restoring therapy.